Event description:
It was reported that the pulse generator exhibited an inappropriate increase in rate response during a cardiac catheterization procedure; it occurred following contrast injection. No additional information was provided. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.